Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture. Allergan is not requesting the device return at this time due to global safety concerns associated with covid-19.

Event description:
Patient reported a left side "rupture." Device has been explanted.

Event description:
Patient also reported "hard knots, uneven breast appearance, pain & tenderness, swelling, burning discomfort and feeling of a "football" on my chest." Healthcare professional reported capsular contracture, baker grade IV.